Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3: patient sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: cath lab lead tech the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band deflated after being placed on the patient's wrist post cardiac catheterization. It caused some bleeding from the radial artery as the nurse attempted to keep inflating the balloons of the tr band. No further information was provided regarding the additional equipment used during the cardiac catheterization as it was not related to closing the artery once the tr band was placed on the patient's wrist from patient hemostasis and sent out of the lab for recovery. The patient was stable, and hemostasis was achieved. The estimated blood loss was less than 250cc's. Additional information was received on 13 jun 2023: the exact number of ml's added is unknown, they practice our guidelines of initially inserting 15-18ml's of air and titrating until a flash of blood in seen and then reinserting 1-2ml's until bleeding has stopped. A slow deflation was noticed overtime, approximately 15-30 mins. No additional damage was noticed to the device. Stat seal was used in conjunction with the tr band. The devices are stored in a cool dry, storage room with all other products. The procedures was successful, and hemostasis was achieved after placing a new tr band.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to correct section , update section , and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for deflation issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).